Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and parity 4. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal discharge ("discharge"), vaginal haemorrhage ("spotting"), arthralgia ("delibilitating joint pain"), inflammation ("inflammation") and hypersensitivity ("severe allergic reaction"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the abdominal pain, vaginal discharge, vaginal haemorrhage, arthralgia and inflammation had resolved and the hypersensitivity outcome was unknown. The reporter considered abdominal pain, arthralgia, hypersensitivity, inflammation, vaginal discharge and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : new event "severe allergic reaction" & reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal discharge ("discharge"), vaginal haemorrhage ("spotting"), arthralgia ("delibilitating joint pain") and inflammation ("inflammation"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the abdominal pain, vaginal discharge, vaginal haemorrhage, arthralgia and inflammation had resolved. The reporter considered abdominal pain, arthralgia, inflammation, vaginal discharge and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal discharge ("discharge"), vaginal haemorrhage ("spotting"), arthralgia ("debilitating joint pain") and inflammation ("inflammation"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the abdominal pain, vaginal discharge, vaginal haemorrhage, arthralgia and inflammation had resolved. The reporter considered abdominal pain, arthralgia, inflammation, vaginal discharge and vaginal haemorrhage to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.